Manufacturer narrative:
The report has been identified as b. Braun medical international report number 400725791 two (2) samples were submitted to the manufacturer for evaluation. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification with passing results. Although no samples were provided, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description spontaneous disconnection of the arterial patient connector detailed inquiry description during the dialysis session staff connected the patient to a circuit previously noted for issues with it's luer lock connectors. The charge nurse was informed, and the dialysis staff closely monitored the circuit, frequently checking the connections between patient's needles and the tubing. At approximately 11 a.m, the dialysis nurse observed bubbles and froth in the venous chamber, indicating air in line. Upon inspection, the arterial line also showed multiple small bubbles extending from the arterial luer lock connection to the dialyzer. To prevent the machine from triggering "air-in-line" alarm, staff attached an empty syringe to the venous chamber and successfully removed froth and bubbles. While assessing the arterial connection, staff lifted the line to investigate the source of air entry. Without a direct contact with the luer lock itself, the connector spontaneously separated. The line was re-connected and treatment resumed with reduced bfr. Patient was asleep during the incident and could not have caused the separation of the line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.